Event description:
The customer alleges that the circuit melted while on a pt. No report of pt injury or harm.

Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the prod involved in the complaint could not be conducted since the prod was not rec'd at out facility. A device history record review could not be conducted since the lot number was not provided. No corrective action can be established at this time since the device sample or a picture of it is not available for evaluation. Customer complaint cannot be confirmed due the lack of product sample to perform a proper investigation and determine the root cause. An attempt to duplicate the failure mode was made but at the time there is no inventory of the involved product code available at the facility and it is not being mfg at the time. If the physical sample becomes available this complaint will be reopened.